Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor and no issue was observed. The sensor adhesive was returned. An extended investigation has also been performed. The DHR (device history record) was reviewed and the DHR showed that the unit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and demonstrated that all monitoring processes continue to meet adc requirements for product quality. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
A customer reported experiencing a skin reaction while wearing a freestyle libre sensor. The customer had contact with a healthcare professional, who prescribed him dipropionate cream as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device mfg date has been updated based on the DHR download. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported experiencing a skin reaction while wearing a freestyle libre sensor. The customer had contact with a healthcare professional, who prescribed him dipropionate cream as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing a freestyle libre sensor. The customer had contact with a healthcare professional, who prescribed him dipropionate cream as treatment. There was no report of death or permanent injury associated with this event.